Manufacturer narrative:
A case of strength is off due to lead migration was reported to abbott. The patient decided to undergo a revision, scheduled for (B)(6) 2023. 3 leads were revised/replaced, when they took x rays prior it showed 2 leads fully migrated and the other lead wasn't getting great contact with the drg. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated the allegation is against 3 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 9036316 .

Event description:
Related manufacturer reference number: 1627487-2023-04877, 1627487-2023-04462. It was reported that 3 of the patients leads had migrated. Surgical intervention was undertaken on (B)(6) 2023, where the leads were explanted and replaced.